Event description:
Additional information received identified the patient underwent surgical intervention to replace her scs ipg. The patient was implanted with a different model ipg. Further information received identified the patient's new scs system has been turned on, and the patient reported receiving effective stimulation therapy.

Event description:
It was reported, the patient has not been able to charge her scs ipg for approximately three years due to being in the hospital for a long time for an unrelated issue. The patient stated when she got out of the hospital she could not find her charger and patient programmer. A sjm representative met with the patient and confirmed the patient's scs system is non-functional. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.